Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.